Event description:
Caller reported that pt had approx 8-10 infusion sets that separated at the luer connection. Caller indicated that on two occations pt's blood glucose was as high as 526 mg/dl. Caller indicated that the most recent occasion was in 2006. While pt was playing a video game. Caller indicated that pt discovered that separation after smelling insulin and noticing wetness at his site. Caller indicated that pt immediately changed his infusion set and admin a bolus. Caller indicated that pt did not received med assistance to address the issue. Caller indicated that the defective product had been discarded and no product would be returned.